Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that during the previous months, there had been several instances (four) of patients presenting with the hub separating from the catheter. There were no injuries or additional medical intervention reported.